Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Rep alleges the provider alleges that the unit moves on its own and that there is a burning smell. Also, an employee was on the unit and it allegedly drove into a wall without the wigwag being touched

Manufacturer narrative:
The evaluator was able to recreate the unintended movement but the speed (1/2 mph) and distance (1 foot) was not consistent with type of force needed to cause a major impact with a wall. Mechanical engineering was able to determine that a motor failure with overheating occurred causing severe varnish contamination of the brake area (phenolic disc) further, the unintended motion (rolling) after the throttle was release resulting from this failure was likely because the amperage ramped up to overcome the impaired motor and seized brake and would bleed off the energy. The owner's manual contains language to keep one's feet on the floorboard.

Event description:
Rep alleges the provider alleges that the unit moves on its own and that there is a burning smell. Also, an employee was on the unit and it allegedly drove into a wall without the wigwag being touched.